Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) said that on friday, she tried connecting her pp to her ins, and she received a warning por. Pt said that her recharger (insr) showed a screen that looked like broken leads and she wasn't able to by-pass these screens. Pt said that her ins was about 1/2 full when she received these screens. Pt said that she was in misery this weekend b/c of not being able to turn her stimulation on. During the call the pt connected her pp to her ins and was able to connect and then was able to connect her insr to her ins and start charging her ins. Pt said that she was by an electric fence on thursday and questioned if that was the cause of the por. Pt said that her scs is for lower body pain. Troubleshooting resolved the reported issue.